Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted from 50% to 5% within minutes. The customer's blood glucose level was 190 (mg/dl). Review of the pump data logs by tandem technical support confirmed the battery depletion. Reportedly the customer would continue to use the pump for insulin therapy.